Manufacturer narrative:
(B)(6).

Event description:
It was reported that aborted procedure occurred. A rotapro 1.25mm catheter was selected for use. The rotapro 1.25mm catheter could not advance through the advancer. The procedure was cancelled/rescheduled. No patient complications were reported.

Event description:
It was reported that aborted procedure occurred. A rotapro 1.25mm catheter was selected for use. The rotapro 1.25mm catheter could not advance through the advancer. The procedure was cancelled/rescheduled. No patient complications were reported.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of the 1.25mm rotapro atherectomy advancer. The advancer and handshake connection were both visually examined, however no damage or irregularities were noted. It was then put through functional testing by attempting to rotate the drive shaft. The drive shaft was unable to be rotated. It was then connected to a rotapro console system. The ablation button was pressed, but the device would stall and would not get any speed. The device was then dismantled in order to find the cause of the stall, but destructive testing was not conclusive as there were no damages to the components. Our lab was able to confirm the reported event as the device would stall and would not gain any speed.